Event description:
Reporter noted pt reported having complications after surgery; referred to retinal doctor, claiming they can't see. Facility makes follow-up calls, and pt stated no problems two days post-op. Doctor noted aspiration problem with handpiece in post-op report; vitrectomy performed.